Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/16/2025 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: regarding the 13 products in stock at the hospital from the same lot have been stopped to use and an investigation has been requested. H3 investigational summary: the product was returned to ethicon for evaluation. Thirteen unopened samples were received for analysis. Product code ep8702h. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, and two little needle suture pieces were received for analysis. The product code ep8702h is double armed. During visual inspection of the returned samples, the swage and attachment area were observed to be as expected. The suture pieces were examined, and the ends were noted to be cut likely caused by a surgical instrument. Additionally, the other section of the suture was not returned for evaluation. Per the condition of the returned sample the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the suture was broken during use. It was occurred in a row. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.